Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise and low impedance measurements were observed. The atrial lead was explanted and replaced. The patient had no symptoms prior to the procedure and tolerated the procedure well.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.